Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of pocket stimulation. Muscle stimulation could be reproduced by pacing in the atrium. Noise was observed on the atrial channel when performing isometrics. The patient demonstrated twiddler's syndrome.